Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: n821321002, ubd: 02-jul-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a rep regarding a patient receiving morphine (10 mg/ml, .48 mg/day) via an implantable pump for pain. It was reported that the patient had pain from a surgical procedure. Catheter was cut during a spine surgery in another state approximately 1-2 months ago. The hcp attempted to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) without success and a new catheter was implanted. The new catheter was inserted but part of old catheter could not be retrieved. Patient medical history was asked but not available. Patient weight was asked but unknown. Patient is alive with no injury. The issue was resolved at the time of this report.